Manufacturer narrative:
Medical device continued: addr01 ipg, implanted (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of smaller p-waves. The lead remains in use. No patient complications have been reported as a result of this event.